Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Medwatch field occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:00 a.m., the patient was tested with the meter, resulting in a value of 5.1 inr. At 2:17 p.m., the patient was tested with the meter, resulting in a value of 7.7 inr. At 2:45 p.m., the patient was tested with the meter, resulting in a value of 4.9 inr. The patient's therapeutic range was reported to be "over 3 inr".